Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer powered up to a system error. It was also indicated that the programmer had extensive internal corrosion. It was also indicated that the cover was damaged. The programmer was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer experienced a system error at start-up. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.